Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer replaced the teflon block on the washing station, the cell rise station, the vacuum bottle, the sample probe, the cuvette, the degasser, and the reagent mixer. He performed a level adjustment and checked the cuvette level and gear pump pressure. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable acetaminophen result from the cobas 6000 c501 module. An estimate was provided of an initial result close to 0 ug/ml and a repeat result around 100 ug/ml. The initial result was not believed as the patient was being tested for a suicide attempt.